Event description:
A report was received that the patient was experiencing difficulty charging and the ipg was not functioning. X-ray was taken and revealed that the ipg was flipped and there was coiling of the wires leading to the ipg. The patient underwent an ipg replacement due to suspected malfunction. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging and the ipg was not functioning. X-ray was taken and revealed that the ipg was flipped and there was coiling of the wires leading to the ipg. The patient underwent an ipg replacement due to suspected malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. X-ray was taken at the hospital and it showed that the lead wires are tangled around the ipg, and the ipg is flipped upside down. The patient¿s profile shows the difficulty charging issue which resulted from the incorrect ipg orientation. In the lab, the ipg was charged in two cycles from its hibernation. The functional tests were performed to ensure the device's functionality. The device exhibits normal device characteristics.